Event description:
The operator of a vitros 250 chemistry system observed 3 negatively biased pt results and 2 quality control results with vitros glu slides assayed on a vitros 250 chemistry system. The laboratory did not report the vitros glu results in question and there was no allegation of pt harm. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The operator of the vitros 250 analyzer observed results below the reference interval for vitros glu on 3 consecutive samples. Quality control samples recovered values below the acceptable range. The operator contacted ocd and was advised to remove and evaluate the glu product in question. Investigation determined that the operator had manually loaded a vitros crea cartridge and misidentified it as glu during an operator selected manual step. Repeating the samples with correctly identified glu product resolved the negatively biased glu results. The investigation into this event concludes that the root cause was operator error while manually loading reagents.